Manufacturer narrative:
(B)(6 should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor device leaked. The device was filled with 3000mg cephazolin diluted with an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: august 15, 2016 ¿ august 16, 2016. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and passed successfully with no issues relating to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.